Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hospira administration set could not be removed from a baxter extension set with stopcock. The reporter stated that the distal end of the hospira set broke off into the baxter set, resulting in having to tear down the IV set all the way to the hub. There was no report of patient injury or medical intervention associated with this event. No additional information is available.